Event description:
Meter name: one touch basic original. Strip name: one touch strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: a patient reported they were seen in the hospital. Their meter allegedly was inaccurately low and the calibration low out of range. The result on their meter was 25mg/dl and 15mg/dl. The result on the hospital meter was 235 mg/dl. The time difference between patient's meter and hospital meter was unknown. Treatment was unknown. No further information has been reported.